Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus totals do not match and the difference is larger than 5 percent. During troubleshooting, it was observed that the basal delivery totals in the total daily dose do not match but this discrepancy was due to a known cause; a cartridge change was performed, the prime menu was accessed and an alarm had occurred. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.